Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the instrument was glitchy and would not maintain its registration. There was no delay to the case. No impact on patient outcome. Additional information was received stating that the suction had difficulty tracking. It was stated that it was "glitchy and did not maintain its verification".